Event description:
It was reported the subject device exhibited lens breakage. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: objective cover glass was broken/component failure of objective cover glass, distal end of insertion tube was broken/component failure of distal end, component failure of insertion tube, light emission surface was broken, light guide fiber was broken/component failure of light guide fiber. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event (objective cover glass was broken) was caused by a component failure of objective cover glass; the event (distal end of insertion tube was broken) was caused by components failure of insertion tube; the event (light emission surface was broken) was caused by a component failure of distal end of the telescope; the event (light guide fiber was broken) was caused by a component failure of light guide fiber. The cause of the complaint is traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.